Manufacturer narrative:
H3: device not received by manufacturer; b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device stated the cassette was not attached and locked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery compartment, sticky latch lock, scratched lcd lens, and a peeling dso seal. There was no evidence in the device¿s event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was determined the most probable cause is the sticky latch lock. The latch lock was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.